Event description:
It was reported this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to an unknown reason. A new device was successfully implanted. No additional adverse patient effects were reported.